Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set was cracked which caused a fluid leak. This was noticed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.